Event description:
I had lasik in 2003 and am having burning, itching, grit in the eye sensation and pain in my eyes [they actually ache sometimes], which seems to be getting worse. I can see alright, but I am constantly putting drops in my eyes to alleviate symptoms; drops work about 50-75% of the time. I do have allergies, and sometimes I don't know if its my allergies or just dryness.